Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the system was in clinical use, and the procedure was completed by transferring the patient to another room. The philips remote service engineer (rse) evaluated the system remotely and determined that the c-arm did not move. Rse examined the log file and found there was a problem with the geo ipc and the host pc try to establish contact with the geometry pc but timed out. The philips field service engineer (fse) assessed the system onsite and performed troubleshooting. To resolve the issue, fse replaced the geometry pc since its power supply unit (psu) was defective, loaded software, and upgraded the ist firmware. The defective geo ipc was returned for failure analysis, and it was observed that there was no power, and the cause of the issue was confirmed as a defective power supply unit. After replacement the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's c-arm was not moving. No harm was reported to philips. Philips has started an investigation of this complaint.